Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).

Event description:
It was reported that while placing the bravo ph monitor, the capsule attached to the pt's esophagus, but would not release from the delivery system. The capsule was found in the oral pharynx. The pt aspirated the capsule and a bronchoscopy was required to retrieve it. The hcp confirmed that the pt is doing ok.